Event description:
The report received from the affiliate indicated that during an endovascular procedure, a contralateral approach was made from the left superficial femoral artery (sfa). A guiding sheath was delivered to the right femoral artery, and a guidewire crossed the lesion. Pre-dilation was conducted with a balloon catheter. A smart control 6x100mm 120cm/complaint product was delivered, but it would not cross the lesion. Then, the smart control was retrieved from the patient without stent placement, and approximately 5mm of the stent was found prematurely released. The physician stopped using the smart control, and a new smart control (same size) was used and placed instead. An additional two (2) stents (smart control 6x80mm, smart control 6x60mm) were placed at the lesion. The procedure was finished successfully after post dilation. The locking pin had been in place. There was no reported patient injury. There was no damage noted to the product packaging upon inspection prior to opening. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The target lesion was the right superficial femoral artery. The lesion was reported to be: heavily calcified and moderately tortuous. The rate of the stenosis was 100%.

Manufacturer narrative:
Concomitant products: inflation device: encore; gw: treasure xs, chevalire universa; guiding sheath: destination; bc: bandicoot2x20mm, sterling 5x40mm; stent: smart control (c06100m, c06080m, c06060m). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during an endovascular procedure a smart control stent delivery system (sds) would not cross the lesion. The lesion was the right superficial femoral artery, reported to be heavily calcified and moderately tortuous with a 100% stenosis. The sds was retrieved from the patient and approximately 5mm of the stent was found to be prematurely released. A contralateral approach was made from the left superficial femoral artery (sfa), a guiding sheath was delivered to the right femoral artery and a guidewire crossed the lesion. Pre-dilation was conducted with a balloon catheter. The procedure was finished successfully. The locking pin had been in place during advancement of the sds. There was no damage noted to the product packaging upon inspection prior to opening. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15574753 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.